Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin presented a massage, but before was possible to read insulin pump turned off without command. Troubleshooting was performed. Customer was already disconnected from the insulin pump and was oriented to clean battery cap, compartment and to insert new batteries into insulin pump, although insulin pump still presenting a led light but not turning on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.